Event description:
Pt was implanted on 6/20/1994 with a synchromed pump to deliver pain medication for chronic pain/failed back surgery syndrome. An attorney who is pursuing malpractice action against the pt's drs has provided the pump MFR with some history of the pt's adverse drug reactions and treatment. No allegation is made that the pump malfunctioned. Drugs used in the pump include demerol and dilaudid (both drugs have not been approved for use in the synchromed pump). Adverse events related to the drugs given include respiratory arrest, aspiration pneumonia, chest pain, arrhythmia, nausea, and vomiting.